Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient reported that her cgm was reading 180 mg/dl and her tandem mobi insulin pump gave her a correction dose for the elevated cgm value. Around this time, the patient felt lightheaded and almost fainted. She then tested her bg meter reading, which was 46 mg/dl. The event happened two years ago and the patient could not recall what treatment she provided herself during this event. There was no documentation of the patient seeking any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.